Event description:
It was reported there was an intermittent ability to interrogate pacemaker devices; new and old. The programmer wand was removed, and replaced, but same issue occurred two days later. This issue had occurred with the same programmer six months ago, and with a new header was ok until now. The programmer was returned for repair. No patient complications were reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event. A printed circuit board assembly found out of electrical specification. System fan is noisy. Hard drive found out of electrical specification. Loose screw and missing screw on hinge plate. (B)(4) rf (radio frequency) head cable failed system test; rf head cable found damaged.